Event description:
The guard fell apart after a few months. She doesn't want a refund, just another guard.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause (malfunction, device is being used for unintended use, incorrect preparation, etc.). No injury reported, no medical attention was reported to have been sought. This is being reported as a device lamination is a reportable malfunction; choking is possible as a result of the delamination.